Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect these attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The one-step electrodes were returned to zoll medical canada for evaluation. The customer's report was confirmed and attributed to a disconnected self-test wire between two electrodes. The reason for the disconnection could not be determined. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The electrodes were scrapped. The customer was sent a replacement. Analysis for reports of this type has not identified an increase in trend.